Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, after an exploratory examination, the colonovideoscopes insufflation of water and air was not working. The colonovideoscope was then re-submerged in detergent and several attempts were made to unclog the device with no success. The issue occurred during reprocessing for a diagnostic standard colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  Based on the results of the investigation, it could not be definitively determined what the foreign material was clogged in the nozzle. There was no damage to the area where the foreign material was detected and the reprocessing steps at the material residue point were not deviated from the instruction manual. However, the cause of the material remaining in the device could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.